Event description:
It was reported by service report that the post tube was loose. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Retaining post. The reason for the serialization starting with 90xxx is to provide clarification following a change to stryker's electronic complaint system.